Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The distal end of the subject device was damaged. And the forceps elevator wire of the subject device was cut. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.